Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Concomitant therapy: 00770301500, z.s.g.m. Cutter 1.5:1 ratio, 1515231, 00770302000, z.s.g.m. Cutter 2:1 ratio, 1411077. Product review of the zimmer skin graft mesher serial number (B)(4) by a zimmer biomet certified service repair technician on (B)(6) 2020 revealed that the unit failed the sample graft mesh due to a damaged gear, comb, bottom roll, and side plate. Repair of the device was performed by a zimmer biomet certified service repair technician on (B)(6) 2020 which included replacement of the following: gear: pn 06-0018-104-42. Comb: pn 06-0018-104-44. Left side plate: pn 06-0018-104-32. Bottom roll: pn 06-0018-104-41. The device, serial number 6447, was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It has been reported that the gears are worn. The event occurred at cadaver skin bank that uses the device on previously recovered cadaver skin. Therefore, there was no patient involvement and no harm or delay in any surgical procedure. During the investigation, it was revealed that the unit failed the sample graft mesh due to a damaged comb. No adverse events were reported as a result of this malfunction.